Manufacturer narrative:
(B)(4). The analysis results found that the har9f device was returned inside its package. Upon visual inspection, it was observed that the tyvek and the blister from the packaging were damaged; it was noted to have punctured in the tyvek, the punctured was noted to be from the outside in. In addition, the punctured on the tyvek is the source of the punctured on the blister. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Lot history records were reviewed and all product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: was the device itself damaged? Or, was the device packaging damaged (blister / tyvek)? If the device was damaged, please describe the damage. If the packaging was damaged, please describe the damage. If the packaging was damaged, was the sterility of the device compromised? The product packaging was damaged, not the device itself. There seemed to be small puncture holes in the packaging of the harmonic focus + that compromised sterile.

Event description:
It was reported that the device was damaged in the box. It was not opened or used in a procedure.